Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 3002806535-2016-00383.

Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device remains implanted.

Event description:
Patient has been indicated for right elbow revision procedure due to loosening of the ulnar component.